Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained.

Manufacturer narrative:
An event regarding instability involving a system 12 poly liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Images of the device following explantation were received. Blood residue was present on the explanted liner along with a screw used to help disengage the polyethylene liner from the shell. Slight polyethylene wear was identified around the inner rim of the liner. No other damage was could be identified. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated that "xray shows slight polywear, need additional information/op report, need indication for surgery". Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event.

Event description:
Revision left hip. Head liner exchange. First revision. Patient just reported it felt unstable.

Event description:
Revision left hip. Head liner exchange. First revision. Patient just reported it felt unstable.